Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 253 mg/dl. The patient was treated with insulin pump after change her cannula set. The customer was offer to do troubleshooting on high blood glucose and no delivery alarm but she declined. The patient requested for the replacement of two cannula set and we sent out two set for the customer. No further assistance needed.